Event description:
It was reported that the patient wanted to speak with someone at bard about the chemicals in the intermittent catheters because the patient experienced a severe allergic reaction. No medical intervention reported. Per additional follow up via phone on (B)(6) 2021, the patient's wife stated that they could only use silicone catheters and the wrong ones were sent to them. This was not realized until the reaction started. The patient had severe skin allergies and the catheter caused the appearance of 3rd degree burns such as red, itching, weeping, etc. The patient saw a doctor and was treated, but they did not want to share what medical treatment was provided. They received the correct catheters and had no further issues.

Manufacturer narrative:
This event is being submitted as a result of a retrospective review of complaint records. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient wanted to speak with someone at bard about the chemicals in the intermittent catheters because the patient experienced a severe allergic reaction. No medical intervention reported. Per additional follow up via phone on 15jul2021, the patient's wife stated that they could only use silicone catheters and the wrong ones were sent to them. This was not realized until the reaction started. The patient had severe skin allergies and the catheter caused the appearance of 3rd degree burns such as red, itching, weeping, etc. The patient saw a doctor and was treated, but they did not want to share what medical treatment was provided. They received the correct catheters and had no further issues.

Manufacturer narrative:
The reported event was confirmed as use related as per the IFU. The IFU states the following instruction "inspect the catheter before use". Therefore, the root cause for this failure is ¿user did not follow the instruction¿. It was unknown whether the device had met relevant specifications. No sample was returned for evaluation. The failure was caused by the misuse of the product. A DHR review was not required because the investigation was confirmed to be use related. Therefore, no additional action is required at this time. The instructions for use were found adequate and state the following: "inspect the catheter before use. The bd intermittent catheter is a single use, disposable clear polyvinyl chloride (pvc) catheter. Prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.